Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found cannula broken all parts still attached to the cannula tubing.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 220 mg/dl and sensor glucose was 70 mg/dl at the time when it triggered threshold suspend. The customer's blood glucose was 230 mg/dl at the time of incident. The customer stated that they had a bent sensor. The sensor will be returned for analysis.